Event description:
A dialysis facility nurse reported a system 1000 hemodialysis machine shut down during a pt treatment without an alarm. The machine hard power switch was turned off, then turned back on and the treatment was re-started. Fifteen minutes later the machine again shut down with no alarm. The blood was returned back to the pt and the treatment was stopped. There was no pt injury or medical intervention associated with this incident.